Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 12/17/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/17/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The display lens was also badly scratched. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).